Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. Upon visual and microscopic inspection, no detached or missing piece or part was missing from the grip/wrist assembly. The conductor wires and cables were not damaged. The instrument passed electrical continuity testing. The bipolar pins were still intact and no damage was found on the housing. Failure analysis also found the instrument had a bent grip. One grip was bent, causing side to side misalignment of grips. There was a 0.019 offset at the tips. The grip tips did not meet together when fully closed. Failure analysis concluded that the bent grips was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that after a da vinci prostatectomy surgical procedure, it was noted that a part of the precise bipolar forceps were detached. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.